Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) experienced oversensing during two non-sustained ventricular tachycardia (nsvt) episodes that contributed to pacing inhibition for this pacer-dependent patient. The calling registered nurse (rn) reported the patient had not been feeling well in the previous month, following a normal device changeout. The rn also reported the patient had experienced similar episodes with hit previous device, and lead diagnostics were normal. The rn faxed copies of electrograms (egms) of the two nsvt episodes to a boston scientific technical services consultant (ts) for review. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
Ts discussed that the egms showed probable diaphragmatic oversensing, with the oversensed noise inhibiting pacing. Ts advised reprogramming the device and lead to least sensitivity in the right ventricle, pending confirmation by the patient's physician. Ts advised if that does not resolve the issue, then placing a separate right ventricular rate/sense lead would be an option to consider. This event will be updated if additional information is received. The device remained implanted for over five years and was explanted for normal battery depletion and returned for analysis. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection was unremarkable for any device anomalies. Testing did not identify any issues that would have caused or contributed to the reported clinical observations. Final analysis confirmed the device operated normally throughout testing. This product issue will be updated if additional information is received.